Event description:
Boston scientific crm received information that this right ventricular (rv) lead eroded through the patient's pocket; therefore, laser removed was required. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.